Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit does not start. It shows the error message of ventilator inoperative with external ram test failure on the screen and sounds an audio alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
The reported problem was confirmed. Per technical support, external ram failure found. The (B)(4) adaptor and (B)(4) software was suggested for replacement to address reported problem. It is unknown whether the unit was repaired. It is unknown if the ventilator is in working condition for patient use. No additional repair or patient information was received. All follow up attempts were made. No further response provided by the customer.